Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other related reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege patient suffered injuries and excessive cobalt and chromium levels. Update (B)(4) 2013 - patient's preliminary disclosure received (B)(4) 2012 provided part and lot numbers. The primary surgery operative report stated, the patient was noted to have a small potential calcar crack. Stem and stem sleeve are included in complaint.